Manufacturer narrative:
The reported event that unknown sr pip implant was alleged of 'known misuse reported by the user' (over-sizing) could be confirmed based on provided x-ray. Based on investigation, the root cause was attributed to be user related. The failure was caused by wrong sizing selection during surgery. The surgeon reported this over-sizing himself and implant itself is not alleged of any deficiency. Proper sizing of the prosthesis is described in the surgical technique. The product insert states that it is the responsibility of the surgeon to be familiar with the surgical procedure before us of the device. The instrument set contains trial sizers and templates that correspond to the appropriate implant size. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that surgeon revised patient's finger - star pip implant due to oversizing of the implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient kept the device.

Event description:
It was reported that surgeon revised patient's finger - star pip implant due to oversizing of the implant.